Event description:
Customer reported issues with the insulin pump. Customer states that there is a battery out limit. The blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
.